Manufacturer narrative:
Philips service checked the flexvision pc; no defect found; follow-up planned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system startup issues; intermittent boot failures on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.